Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: I just attempted to cannulate a patient and found that the needle would not retract from the catheter and seemed to be stuck in the spring, inhibiting me from advancing the catheter. The event occurred on july 15 the only consequence of the faulty IV catheter to the patient is that I was required to ¿poke¿ the patient a second time to successfully cannulate a vein.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report that the needle would not retract from the IV catheter was confirmed and the cause appeared to be manufacturing related. Two photographs were provided for investigation, which showed an 18g insyte autoguard bc device. The needle was partially retracted and the location of the needle notch appeared to coincide with the blood control valve. One photo showed the tip of the IV catheter being pulled away from the safety shield. The needle tip remained within the catheter adapter, which supports your reported event. The needle appeared to be stuck inside the blood control valve. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.